Manufacturer narrative:
Product analysis: the product specimen is not available for device evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 10 months post implant of this annuloplasty band in the mitral position, it was replaced with a bioprosthetic valve due to persistent mitral regurgitation. The patient also had annular dilation related to atrial fibrillation (afib). There was no allegation against the device itself. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.